Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the pump would be explanted due to a possible infection. The pump area was inflamed, reddened swollen and had drainage. The caller was unsure if a culture of the site was done. The pump would be sent back for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered as of (B)(6) 2019: morphine with concentration 40.0 mg/ml at a dose rate of 13.981 mcg/day, and bupivacaine with concentration 20.0 mg/ml at a dose rate of 6.991 mg/day.. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump was returned to the manufacturer for analysis. It was indicated that the physician was questioning if the metal composition of the pump was the same as the previous pump.